Event description:
It was reported that during the procedure, the left ventricular (lv) lead was repositioned several times in the large lateral branch, but an optimal position could no longer be found as there was diaphragmatic stimulation and poor capture thresholds throughout. The lv lead was not implanted and was replaced with a smaller lead which was advanced into a smaller sub-branch. No patient complications have been reported as the result of this event.

Manufacturer narrative:
Product event summary (B)(4) - the full lead was returned in segments and analyzed. The primary analysis finding noted no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 0125 competitor implantable tachy lead 1997-(B)(6), 5076-52 implantable pacing lead 2002-(B)(6), (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.